Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2, a3, a5, b4, b5, b7, d2, d6, g1, g3, g6, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b5; b7; d6a; g3; h1; h2; h6; h10 corrected: b3 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had a revision surgery one day after implantation, due to incorrect size of femoral head implanted, the size 36mm head was exchanged for a size 32mm head. No further complications were reported, and additional details are not available at this time. Due diligence has been completed for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were not provided. Based on the given information and the results of the investigation, we identified an incorrect combination between the head with size 36 and liner with size 32. This can be considered as off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 ¿ associated products: item# 00-7711-006-10 item name# femoral stem 12/14 neck taper plasma sprayed press-fit; cementless size 6 standard offset reduced neck length lot# 62528353. Item# 110010242 item name# g7 osseoti 3 hole shell 48mm c lot# 7069585. Item# 30103203 item name# g7 vit e neutral lnr 32mm c lot# 65233890.

Event description:
It was reported that the patient underwent a revision surgery due to incorrect size of femoral head implanted. Due diligence is in progress for this complaint; to date, no additional information or product has been received.